Manufacturer narrative:
MFR's report date 07/15/98. File # 05-98-190. The pump was not returned to the MFR for eval. An alaris technician & a quality engineer went to the hospital, downloaded the event history log & performed a visual analysis. The visual inspection determined the pump was in good physical condition. The event history log indicated that all four channels were operating & the pump was operating in the ac mode on 05/19/98. At 7:07 a.m. Channel c was stopped. At 8:04 a.m. The pump was unplugged for approximately 15 seconds then plugged back into ac. Between 8:17 & 8:18 the remaining three channels were stopped, & three seconds after the pump powered down. The pump is designed to power down when the user stops all active infusions. The hospital stated that the nurse observed the green (ac) light on at the time she observed the "replace battery" prompt on the screen. The software was designed in this way to remind the user of the low battery & allow the user to use the pump in the ac mode without a nuisance audio alarm indicator. The maintenance manual & directions for use state that when the channel off is pressed, the display for that channel is extinguished. After all four channels are turned off, the unit displays a screen stating "powering down in a 3 seconds." The hospital will receive additional inservicing on this instrument.